Event description:
Additional information received reported that the patient was suffering even though she handles the situation pretty positive. As long as the stimulator is switched on the therapy works and he will not lose her stool. But after 2 days she regularly recognizes that she loses stool again and that after checking the stimulator it has already switched off automatically. The impedance are all within the normal range. It was noted that until yesterday she had a program with an amplitude of 21ma. In the follow up appointment yesterday the manufacture representative changed the program to a monopolar setting with an amplitude of 08ma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the manufacture representative checked all settings, changed the program, did a impeda nce check, downloaded all reports. They also explained the patient several times the correct way to charge the micro and to check the battery level. The last time they saw the patient she told them that this morning the stimulation was already switched off unnoticed. It was noted that they checked the battery level together the smart showed that the micro is fully charged (100%).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins did not deplete below 70%. The amplitude was around 2.2 to 2.5 milliamperes (ma) and the patient charged two times a week. It was noted that the rep would see the patient the week following (B)(6) 2020. Additional information was received from the rep. It was reported that the patient still had issues with her ins. The charging status always remained at 70% even though she hasn't charged the ins. Normally she had to charge twice a week. Additionally, the patient had more episodes of incontinence again. A few days later, the patient contacted the rep to tell her that she recognized that the amplitude had been decreased to 0 ma accidentally, so charging wasn't possible. The patient didn't know how that happened, but after increasing amplitude she could charge her stimulator as usual. Additional information was received from the rep. The patient contacted the rep on 24-aug-2020 to tell her that the amplitude of the ins regularly lowered from 2.1 to 0.0 ma without any reason. The rep was to meet the patient on (B)(6) 2020.